Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years 4 months post implant of this 20mm bioprosthetic valved conduit in this pediatric patient, it was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) for unknown reasons. No additional adverse patient effects were reported.